Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to authenticate. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the c drive was bloated. A technical support specialist (tss) dialed into the pyxis es application server but was unable to access pes. Server checks showed disk space was normal, however, log review identified internal server errors. Tss reviewed the rpt and database (db) servers via remote smart service (rss) and found the db server c drive was in a critical state and bloated. Unable to access via rss, tss connected through rdp and confirmed purge activity. The customer's hospital information technology (hit) team was informed to take corrective action, after which the db server c drive returned to normal. Tss revalidated the environment and, upon customer confirmation, the case was closed. The system functioned as intended after technical support specialist troubleshot the device.